Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/30/2025, a sales representative reported via email an issue involving the ar-1588rt-2j tightrope ii rt. During final tensioning on the tibial side, one of the locking mechanisms near the button gave way or tore. Although the surgery was successfully completed, the implant did not function as intended, and the button failed to lock into place. The implant was retained by tying the tightrope sutures over the button and reinforcing it with a swivelock anchor. This occurred during a hamstring acl reconstruction procedure performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/03/2025: the case was completed using a replacement ar-1588rt-2j tightrope ii rt (lot: 15431012). The procedure was delayed by 20 minutes, and an additional 20 minutes of anesthesia was administered. A flipcutter ii was used to drill the bone tunnels, and the patient's bone quality was assessed as great. No adverse effects were reported for the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu for this device, dfu-0147-eo -1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.